Event description:
The spouse called to report that the patient had been wearing the pod on the abdomen for approximately 24 to 36 hours prior to the event. The spouse reported several days of very high glucose readings (up to 600 mg/dl), though the method of measurement could not be confirmed due to limited recall and the nature of the call. The spouse was unable to confirm dates, whether the patient was wearing a pod at specific times, pod or sensor performance, cannula status, site appearance, or any alerts received. The spouse stated attempting to lower the patient¿s glucose and may have removed a pod, after which an estimated 8 to 10 units of insulin were administered manually. The spouse also noted that the patient may consume sugar cubes without notifying anyone. Review of available data showed that the dexcom g6 sensor was only 47% in range on (B)(6) 2026, indicating potential overall poor glucose management. The patient was taken to the emergency room on (B)(6) 2026 and remained admitted at the time of the call. The spouse could not provide further details regarding symptoms, diagnosis, or treatment beyond reporting that the patient ¿felt sick¿ and that ¿a lot of needles¿ were used. Another family member briefly assisted during the call but was unable to provide additional information on the patient¿s glucose management, as the family member was not present during the event and does not live with the patient. Dexcom was notified of the event on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.